Manufacturer narrative:
UDI: (B)(4). The event/therapy occurred on an unspecified date in (B)(6) 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing on a homechoice cassette had two pinholes. This event was identified during setup when the patient was priming the line for therapy. There was nothing unusual with the packaging or shipping carton. The patient restarted therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.